Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from a foreign country associated a cypher with resistance friction and flared distal stent strut. Pt was a male and target lesion was mid left anterior descending coronary artery. Lesion was de novo, vessel was slightly calcified and slightly tortuous with 95% stenosis. Pre-dilation was conducted with a 2.5/20mm magna balloon. As the cypher was being delivered to the target lesion, the physician felt friction within the 7f jl3.5 kamino guiding catheter. He tried to deliver the cypher again, but the friction within the guiding catheter persisted. Therefore, a different cypher (same size, different lot number) was used in the same way as before and it was delivered to the target lesion successfully without any resistance. When the physician inspected the cypher outside of the body, the physician found the strut of the stent to be flared at the distal end.